Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k094025 and upn #(B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the cage which was dislocated from site while implantation. The cage was broken. Fragments were remained in patient. No patient complications were occurred due to this reported report.